Event description:
During a surgical procedure while using a pks sp generator and a working element (both reported separately). The surgeon saw a visible flash and the patient jumped as if electrocuted. There was no report of patient injury. Melting and charring were visible on the electrode, cable, and working element.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.